Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer refilled the cartridge multiple times and restarted the fill tubing sequence but was unable to see drops coming from the tubing. Additionally, the battery gauge was observed to be fluctuating. Customer's blood glucose level was 180 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues. However, no additional information could be obtained.